Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device in the past 12 months. Visual and functional tests were performed. The customer reported issue was confirmed through the downstream occlusion (dso) and upstream occlusion (uso) tests. The dso sensor was found to be non-functional. The dso sensor and printed wiring assembly (pwa) were replaced to fix the issue. Further investigation of the device found that the upstream occlusion (uso) seal was contaminated, and the air detector was damaged. The uso seal and air detector were replaced. The uso/dso sensors were calibrated. The device then passed all tests after the repairs.

Event description:
The product was returned for cassette not attached error, during device investigation, it was found that the air upstream occlusion (uso) seal was contaminated, and the air detector was damaged. There was no patient involvement.